Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge change error messages using multiple cartridges. The customer's blood glucose (bg) level was 489 mg/dl and a bolus via a pen was delivered to address the bg level. The customer was to use the pens for insulin therapy.